Manufacturer narrative:
The device was evaluated and interefence was observed between components which prevented the device from firing at all. The instrument was returned with a full complement of staples.

Event description:
The device was used during an unspecified procedure. Reportedly, the instrument was difficult to open. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.